Manufacturer narrative:
Device 1 of 2. H6: evaluation codes: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4). Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference manufacturer report: 1627487-2010-00411. The pt was implanted with his scs system on (B)(6) 2009. It was reported that pt lost stimulation on one side after 2 weeks and then lost stimulation on the other side after 6 weeks. An x-ray was taken to check the system connections but was inconclusive. The pt had a procedure to reinsert the leads, but it was reported afterward that the pt still did not feel stimulation. No devices have been returned for evaluation. No further info is available.